Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Suspected rupture, side unknown.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Additional information was provided by the healthcare provider. Sientra no longer requests voiding of this record. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3, left side.

Manufacturer narrative:
Sientra requests to void this report because hcp (health care provider) updated that his is not the affected side/ serial number and is just the contralateral.